Event description:
The manufacturer received information from a third party service center alleging a ventilator inoperative condition occurred.

Manufacturer narrative:
The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.